Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Further information received from the patient reported that the stimulation can get uncomfortable if increased too high but they felt fine at the current level. The patient did state they still had the same issues as previously reported but it was verified there were no new symptoms, the patient was to follow up with their healthcare professional (hcp). They were also sent a new programmer and therapy guide. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer regarding the patient who reported that the patient has been having "a lot of problems" with the device. This was clarified to mean that the patient has been unable to control their bowels and was having bowel incontinence. The patient stated they "programmed" it and was still having problems. The patient stated that they thought their electric bed was causing the issues. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator for fecal incontinence. It was reported that the patient was able to use the programmer and verify that stimulation was not on. During the report, they were able to use the programmer and verify they did turn stimulation back on. The patient stated they were on program 2 at 3.0 and feeling stimulation strong and comfortable. They also reported their symptoms were not being controlled, since implant on (B)(6) 2016. The patient would follow up with their healthcare provider (hcp) to ask about changing settings and programs. On 2017-02-03, it was reported that the patient was having a lot of problems with their stimulator. They had settings on program 3 at 3.0 v. They had it up higher because their hcp helped them change programs and increase it, but they barely felt it. They increased it higher and it bothered them a lot because it was hurting in their groin area, so they had to turn it back down. This occurred about a month and a half prior to the report. They were constantly going to the bathroom and never knew when they were going to do anything about it. They went a little amount at a time, every few minutes, and sometimes it was every half an hour or, maybe five minutes, and unpredictable. They had their implant since (B)(6) 2016 and had all kinds of problems. They clarified and stated that sometimes they went to the bathroom at least 20 times and it would be just a small amount at a time. When they sat on commode, nothing would happen but, when they went back to bed, they would have to go again in a few minutes. They would do this over and over and, sometimes, it would gush out of them real fast. These were the problems they were referring to. When they talked with the hcp, they were told it was a 50/50 chance with the implant. It was noted that they did feel stimulation and they changed to program 4 and increased the stimulation to 0.8 v.